Manufacturer narrative:
Device evaluated by manufacturer - it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was further reported that the balloon was used to post dilate the lesion and inflated 2-3 times before the balloon ruptured. The device was removed intact.

Manufacturer narrative:
Device evaluated by manufacturer - the nc quantum apex monorail (mr) device was received with no other devices or original packaging. There was dried blood in the hub, wire lumen and balloon. The balloon was in a deflated state. A pinhole was in the balloon wall 1mm from the proximal edge of the distal markerband. Inspection of the balloon presented no irregularities in the balloon material or the ro markers that could have contributed to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention, a balloon rupture occurred. The 90% stenosed target lesion being treated was located in the moderately tortuous proximal left anterior descending (lad) artery. The 3.5x8mm nc quantum apex balloon was advanced and upon inflation, the balloon burst at 20 atms. The procedure was completed with another of the same device. No patient complications were reported and patient status is good.